Event description:
A 10 mm diameter x 3.0 cm length bridge assurant biliary stent delivery system was inserted into a pt for endovascular treatment of an iliac artery lesion in 2003. Lesion and vessel morphology are unk as is the percentage of stenosis. It was reported that the physician was unable to advance the delivery system through a 7f arrow sheath. The delivery system and sheath were removed from the pt and another manufacturer's stent was successfully implanted to complete the procedure. The pt is reported to be fine. The sheath and stent delivery system were discarded and no additional clinical sequelae were reported.